Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of indentations in the cannula body and difficulty removing the introducer as no product has been returned to date. A root cause of this occurrence could not be determined without returned product. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this cannula the customer noticed that the cannula had indentations and the customer had difficulty to smoothly remove the introducer. The customer stated that this occurred after the operation and the cannula had been used to complete the case. There were no adverse patient effects as a result of this issue. Additional information confirmed that the sheath removal issue was observed when the cannula was being removed from the patient, the removal of the sheath tube was obstructed. The blue introducer handle was not taken off directly, but resistance appeared when the sheath was removed, and it fell when removed.